Manufacturer narrative:
The event occurred in india. It was reported that the hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The reported behavior can cause an unintentional pump stop. Therefore, a report is required in us. A getinge field service technician will be sent for investigation. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
The event occurred in india. It was reported that the hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The reported behavior can cause an unintentional pump stop. Therefore, a report is required in us. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india routine check. It was reported that the hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2024. The optical tacho board was replaced which solved the error message: "runaway". In addition, another "s-stop" error message was displayed which was solved by replacement of the motor control board. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected parts were not made available for further investigation by the manufacturer. However, the reported error message: "runaway" can be linked to the following most probable root cause according to the hl20 risk assessment file: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). The reported error message: "s-stop" can be linked to the following most probable root cause according to the hl20 risk assessment file: (total) fail of device because of: failure of motor, motor controller or control circuitry failure of pump control board (pump stop) defective tacho, relay or pump belt the review of the non-conformities has been performed on (B)(6) 2024 for the period on (B)(6) 2019 to on (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-02-15. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported error messages: "runaway" and "s-stop" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.